Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-13299. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2018 and an additional lead was added to the patient. Effective therapy was restored post-op.